Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb charging cable was fitting loosely and the customer was having trouble charging the pump. The pump would charge if the cable was held in place. The customer was disconnected from the pump at the time of charging and insulin injections were not used during that time. Blood glucose was elevated (603 mg/dl). Ketones were present and considered as being dangerous by a healthcare provider. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with fluids, potassium chloride and insulin drip. The customer was discharged on (B)(6) 2018.